Event description:
It was reported that there was an unintended shutdown during testing. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. No parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were investigated and included technical error codes for a power error. The root cause of the reported technical error codes has not been determined.